Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the uninterruptible power supply (ups), main cart to camera cart cable and security checkpoint were replaced to restore functionality. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the camera and monitor on the camera cart were not starting up. Troubleshooting was done there was a problem could have been with the power or an on/off communication issue. No patient was present at the time of the event. Medtronic received information that the issue was discovered during a site visit. It was reported that the screen on the camera cart lost it's signal and went black. It was reported that the main cart of the navigation system functioned as designed and the reported issue was isolated to the camera cart of the navigation system.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735788, lot/serial #: (B)(6). H3: the uninterruptible power supply (ups) was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned camera cart ups was bench tested for twenty four hours and no issues were detected. All ports measured normal voltage and the power switch functioned, as intended. No failure was found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received. The uninterruptible power supply (ups) was returned to the manufacture for analysis but investigation not yet complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that during troubleshooting that the problem could have been that the power or on/off communication between the uninterruptible power supply (ups) power and the cable between the two carts.